Event description:
A malfunction occurred on the customer's pump, resulting in their blood glucose level rising to 512 mg/dl. The customer required assistance from their mother to administer a correction injection using multiple daily injections (mdi). Although the event did not cause any injury, there was no information about ketones, as the customer did not test for them. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to report if the issue reappears.